Event description:
It was reported that the patient had required intervention with hyperglycemia. The patient's blood glucose levels reached 472 mg/dl while wearing the pod between 1 and 4 hours. In addition when removed from the infusion site (leg), the pod's cannula was found bent. The patient reports experiencing irritation at the pod infusion site. The patient had gone to a clinic. Once at the clinic the patient was treated with manual insulin injections and the patient had drank water. The patient was able to apply a new pod after a few hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported intervention and hyperglycemia. In addition we are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.